Event description:
Dealer states the motors are both leaking.

Manufacturer narrative:
(B)(4). Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. Both motor/gearbox assemblies were returned for evaluation, and subsequent testing verified the complaint of grease leaking from the right motor/gearbox assembly. The left motor/gearbox assembly showed no visual evidence of a grease leak. The joystick was not returned for evaluation, so the complaint of the joystick working intermittently could not be verified. However, it was noted that it was thrown out due to a cockroach infestation, which could have likely caused the joystick to malfunction. Additionally, the joystick cable was returned and was found to have failed. An expanded evaluation was performed on the right motor/gearbox assembly, which further confirmed that there was a leak near the input shaft gasket. There was grease present on the input shaft of the motor, the coupling, gasket, and the input shaft of the gearbox. The motor was connected to a test controller and joystick and was able to drive in all directions. The brake lever was able to be mechanically actuated from push to drive mode. The park brake resistance was measured and was within specification. The underlying cause of the grease leak could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states the motors are both leaking. The joystick was also working intermittently.